Event description:
Outpatient special procedure dept in radiology for angia plasty. Stenting of iliac and femoral arteries. During stenting of right iliac artery, the arterial sheath became lodged in the vessel. The physician explained that he had forgotten that the vascular sheath had not been intracted and a second stent was deployed within the vasclar sheath. The pt was taken to the o.r. For controlled removal of the vascular sheath and stent.